Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. The complaint was not confirmed as no samples have been received for analysis. The root cause was determined to be excessive force. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up with the nurse regarding the catheter falling apart (see emdr report number 1423500-2010-04886 for the initial report), it was revealed that the home patient (hp) had actually tripped and fallen during exercise, and the tubing was pulled hard. The nurse suggested that this event may have loosened the connection at the titanium adapter. The nurse was unsure if the separation occurred between the titanium adapter and the catheter, or the titanium adapter and the transfer set. Per nurse, the titanium adapter and the transfer set were replaced. The nurse believed the separation occurred due to the fall and subsequent "trauma" to the titanium adapter connection. Per nurse, hp did not have any injury or harm as a result of this incident. The nurse added that the hp was given prophylactic antibiotics. No further information was provided.